Manufacturer narrative:
Work order passed and no failure was found. The returned battery was connected to a known good ups and allowed to fully charge before testing. With a load applied consisting of a 500w lamp and under battery power the ups ran for a minute and forty seconds. The battery will not hold a sufficient charge. The issue was able to be duplicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the battery was not holding a charge. There was no patient present.